Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. There were no anomalies found. (B)(4) we did receive performance data collected from the device and have analyzed the data. The battery voltage data in (B)(4) shows battery equal to 2.71 volts on (B)(6) 2012, the ageing timestamp date on (B)(6) 2012, for the device is before recommended replacement time (rrt).

Event description:
It was reported that during a follow-up visit, the nurse discovered that the device battery was approaching elective replacement indicator; however, the customer wanted a discount because the device did not last as promised. The device was removed and replaced. No patient complications have been reported as a result of this event.